Event description:
It was reported that during an implant attempt there were multiple attempts made to place the lead due to threshold and sensing difficulties. After the third attempt the helix would not extend. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation, and the stylet was stuck in the lead-distal coil.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant attempt there were multiple attempts made to place the lead due to low threshold and sensing difficulties. After the third attempt the helix would not extend. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.